Event description:
It was reported that the autoclavable camera head had a problem in rigid endoscope connection. The event occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: multiple defective pixels in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.